Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred because communication between the processor and the camera head became impossible due to cable damage, or damage to the camera head; the damage to the cable and/or camera head is likely due to user handling. The contents of the instruction manual at the time of shipment of the subject device were checked for cable breakage. As a preventive measure, the following statements are provided in the instructions for use: do not coil the camera cable with a diameter of less than 20 centimeters. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint was due to a faulty cable unit. In addition, the rear cover labels are fading and rear cover packing is peeling off. Listed parts the device was repaired and returned to the customer.

Event description:
The customer contacted olympus to report the image did not appear, no picture. The device malfunction was identified during reprocessing and there was no patient involvement.